Event description:
The customer reported that the c-arm would not rotate. The motorized movements are critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c-arm bearings were regreased. The system was then found to be operating as intended.